Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Cts provided pump reset information and guided the caller through a successful pump reset, after which the cgm error code did not reappear, allowing the caller to successfully start their sensor session.